Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse run dte carriage strength test and verified system in normal mode. System is operating normal. Probably the problem caused by the scope, which was not available for testing. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted prostatectomy-retzius sparing surgical procedure, the customer called an intuitive technical support engineer (tse) and reported that the endoscope is installed correctly on universal surgical manipulator (usm) 3, the image rotates immediately 90 degrees and endoscope stays in same position. Prior to the call caller already power cycled the system and used another endoscope which did not solve the problem. Tse requested caller to move endoscope to other usm and reseat the sterile adapter (sa), this did not solve the problem (endoscope was moved to usm 4). Or staff confirmed that manual rotation of endoscope was ok (smooth and no grinding sounds). While troubleshooting, or staff installed a 3rd endoscope which had same problem. Tse found error 23003 on the usm 3 and 48221 pointing to endoscope connection issue. Tse requested caller to clean endoscope contact with alcohol and reseat it several times with system in powered off status. When powering up again the surgeon stated there is still an error message stating image quality is degraded both error 23003 and 48221 did not show in logs. Tse suggested caller to swap the vision side cart (vsc) with that of their other system which was done while tse stayed on the phone. Swap of vsc did not solve the problem. Or staff decided to start replacing the drape which did not solve the problem. Performed hard power cycle & emergency power off (epo) on patient side cart (psc) which solved the problem. Tse suggested caller to swap vsc again after surgery and test the system, caller agreed. Biomed called back to report that problem returned but as soon as he was in the or all was working fine again and surgery continued. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: a prostatectomy was being performed at the time of event. The image was not inverted and the endoscope did not move freely with uncontrolled motion. This event did not involve a reversed control on system arms (e.g., master goes left, instrument goes right). At time of event, a 30 degree endoscope was installed. It was installed in up orientation. When endoscope was installed, the surgeon confirmed the desired orientation. An indication of the image orientation was provided to the user via user interface but it was +/- 30° shifted. In addition, the endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached. There was no any damage observed on the endoscope¿s adapter/base such as missing screw(s) or component and prior to event, the endoscope was manually rotated 180 degrees. The surgeon manually associated the right and left masters with the respective arms for intuitive motion. The endoscope will not be returned. 3 different endoscopes were tried. Furthermore, the operation was prolonged by 31 minutes or more as a result of this issue. The total amount of delay was greater than 2 hours and the total operative time (length of surgical procedure) was greater than 6 hours. Due to this delay, the surgeon had to go over to laparotomy. There was a longer hospital stay due to the conversion need for painpump. This event did not impact the procedure.